Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as, ventilator device failed on startup and alarmed. The display appears black. When this event was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. There was a continuous audible alarm. The device log files (service log, error log, event log) were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed on startup and alarmed. The display appears black. - when this event was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. - there was a continuous audible alarm. - the device log files (service log, error log, event log) were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.